Manufacturer narrative:
The reported failure of failed the nurse call on test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR not reviewed at this time. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
The manufacturer received a report that a trilogy 100 ventilator was returned for preventive maintenance. No patient harm or injury was reported. The device was evaluated at the manufacturer's service center. During functional testing, the device failed the nurse call on test. To correct the issue, the interface printed circuit assembly (pca) was replaced. As part of preventive maintenance, the pollen filter, exhaust fan assembly, and 43-micron filter were replaced in accordance with the maintenance procedure to prevent failure. The technician subsequently performed final functional testing, battery testing, valve checks, run-in testing, and cleaning procedures. The device was confirmed to be operating properly following service.